Event description:
It was reported that the following error message appears, "cassette not inserted correctly." There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Review of the event history log was not applicable. Service history identified that the device has not been in before for repair related to the customer stated problem. Functional testing confirmed the customer's error. The investigation determined the cause of the problem is a defective lock sensor. The lock sensor will be replaced.